Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 of 50-72 mg/dl. The low bg causes were related to the customer not having a sleep schedule programmed to avoid auto-corrections overnight, they also had a basal rate that was set too high, and the customer was also not stabilizing their low bg and over bloused with their pump. The customer consumed glucose tablets to address the low bg levels, and the customer updated their pump settings with their health care provider (hcp) to address the event. No additional patient or event information was available.